Manufacturer narrative:
The insulin pump passed the displacement test but compromised force sensor system alarmed during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 356 mg/dl at the time of the incident. The customer stated that insulin was squirting out during manual prime and they stuck in rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Please disregard the initial report as it is a duplicate. The information was already reported under report number 2032227-2019-64433.